Event description:
A malfunction alarm occurred on the customer's pump, with no notable events reported prior to the issue. There was no information provided regarding the impact on the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.